Event description:
It was reported that the patient experienced intermittencies with his cochlear implant when turning the head or articulating the jaw. The sound is described as "intermittent clicking" and appeared 2-4 times per day. The external parts were swapped out, but the symptoms were still re-occurring. In situ measurements were indicative of a functional device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.